Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. We are working on the device history record (DHR), once we get more information it will be submitted in the supplemental. Concomitant products: coolflow tubing set (model# d-1233-01-s, lot# 01180264); carto® 3 system (model# fg-5400-00j, serial# (B)(4)); carto® 3 system external reference patches (model# d-1283-02, lot# ll016339). Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a preface® guiding sheath with multipurpose curve, and the catheter insertion part of the preface sheath broke, and possibly detached during the procedure. The sheath was replaced, and the issue was resolved. The procedure was continued without patient consequence. The detachment issue has been assessed as reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a preface® guiding sheath with multipurpose curve, and the catheter insertion part of the preface sheath broke, and possibly detached during the procedure. Additional information was received on 12/4/2018 indicating the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Device history record manufacture ref no: (B)(4).